Manufacturer narrative:
B5. Describe event or problem: corrected anatomy location. Investigation results: device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. A visual examination of the returned device identified that 10mm blade was noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The balloon got caught in the sheath and was removed together with the sheath, the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The balloon got caught in the sheath and was removed together with the sheath, the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. A visual examination of the returned device identified that 10mm blade was noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The balloon got caught in the sheath and was removed together with the sheath, the procedure was completed with another of the same device. There were no patient complications as a result of this event.